Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system being used for a cranial resection. The caller reported that the operating room staff were observing the monitors on the system and in the operating room flickering. The caller then reported that "they had the operating room monitors slaved out. It displayed a logo and then went black and then came back up functioning as intended." There was a patient present at the time of this issue, but there was no impact to patient outcome and the delay in surgery was less than one hour.

Manufacturer narrative:
Additional information was received: a representative went to the site to check the system. It was confirmed that the issue was not cause by the system but other interference. If information is provided in the future, a supplemental report will be issued.